Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation. A wider implant has been placed with pf 4.5mm.